Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, tissue would stick to the sureform 60 stapler after firing. It is unclear if the tissue was sticking to the stapler instrument or reload. As a result, the surgeon had to pry the tissue off. The initial reporter indicated that no patient injury occurred. The procedure was completed robotically using the same instrument.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 5 times and fired 5 reloads (1 blue, followed by 6 white). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the graphic user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On installs 2-5, the first clamps were successful, and the firings were completed with 2 pauses, 1 pause, 1 pause, and 1 pause for compression respectively. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.